Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with reflin (1g daily; route and duration not reported) and fortum (1g daily; route and duration not reported) for peritonitis. The cause of the event and patient recovery status were unknown. Action taken with dianeal therapy was not reported. No additional information is available.